Event description:
New information received notes that the patient had bradycardia but did not present with any symptoms in clinic. The right ventricular pacing percentage setting was low. Programming interventions were made.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with post paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.